Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: (B)(4) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files were not available for review. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient was hospitalized with right heart failure and low flow alarms. It was noted that the patient had an alcoholic dilated cardiomyopathy (dcmp) however continued drinking alcohol post implant. A month later while hospitalized the patient presented with fever (40 degree) and chills, a (B)(6) bacteremia with no other symptoms was confirmed, and intravenous (IV) antibiotics were started for a course of two weeks. Three months later the patient had a catheter related infection and fever was observed, cultures confirmed bacteremia once again IV antibiotics were started and fever subsided, possible continuous rate infusion (cfi). The patient condition did not recover and was under observation with management. The patient showed mental drowsiness and was transferred into the intensive care unit (ICU) where the family agreed to not resuscitate (dnr). A week later the ventricular assist device (vad) was turned off and the patient died. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure and infection are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with right heart failure and low flow alarms. It was noted that the patient had an alcoholic dilated cardiomyopathy (dcmp) however continued drinking alcohol post implant. A month later while hospitalized the patient presented with fever (40 degree) and chills, a (B)(6) bacteremia with no other symptoms was confirmed, and intravenous (IV) antibiotics were started for a course of two weeks. Three months later the patient had a catheter related infection and fever was observed, cultures confirmed bacteremia once again IV antibiotics were started and fever subsided, possible continuous rate infusion (cfi). The patient condition did not recover and was under observation with management. The patient showed mental drowsiness and was transferred into the intensive care unit (ICU) where the family agreed to not resuscitate (dnr). A week later the ventricular assist device (vad) was turned off and the patient died.